Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while the respiratory therapist gently grabbed the pilot tubing to check the air and inflate the cuff more, the pilot tubing broke off. It is unknown at this point if there was a break or problem with the endotracheal tube or its pilot tubing. The physician was able to remove the endotracheal tube and put in a new one down with just a short period of bradycardia noted in the patient. Unfortunately, the broken tube was thrown away. The endotracheal tube was in place for six days. There patient was in stable condition.